Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The device was returned for evaluation and the distal portion of the balloon was returned exposed from the introducer sheath for approx 2 cm in length. The introducer sheath was returned accordianed at the proximal end of the sheath (near the hub). In addition the distal end of the sheath was returned flared. The accordianed sheath and flared distal tip are likely due to excessive retraction force during an attempt to remove the balloon. An attempt was made to remove the balloon from the introducer sheath, but this was not successful. The balloon was advanced distally outside the sheath with little resistance. The fibers on the balloon were removed and a longitudinal rupture was identified approx 3.9 cm from the distal tip of the balloon and measured approx 3.3 cm in length. No other function testing could be performed due to poor sample condition (i.e. Ruptured balloon). Based on the returned sample condition, the complaint investigation is confirmed for a balloon rupture as well as retraction issues. Based upon the available info, the definitive root cause for this event is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured at 14 atm. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.